Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and another pump error. Customer's blood glucose level was 120 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will not be returned to the analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery noted in the pump history and critical pump error due to out of spec force sensor zero offset unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error . (B)(4).